Manufacturer narrative:
All buttons functioning properly and no unexpected numbers ramping during testing however found corroded keypad traces during visual inspection. No moisture damage in the electronics, motor, vibrator, battery tube during visual inspection. Unexpected restart alarm occurs after battery change due to c13/ib broken solder joint. Insulin pump received with cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window.

Event description:
It was reported that the insulin pump was accidentally submerged in the water. Customer's blood glucose was 258 mg/dl. Customer treated with manual injection. Customer reported there was fluid under the lcd display. Customer also reported that the insulin pump alarmed unexpected restart. Troubleshooting was done. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.